Event description:
A 24mm x 14mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that the diameter of the proximal non-aneurysmal aortic neck was 21mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 127mm. The iliac vessel morphology is unknown. It is reported that after deployment of the stent graft the "rails stuck" on the main body of the stent graft; however, the contralateral leg was cannulated and braced with a pta balloon allowing the rails to be pulled down without incident. The procedure had a successful outcome. The patient was reported to be fine post procedure and there was no addtional adverse clinical sequelae reported related to this event.